Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high impedance measurements were verified in the pli trend diagnostic data. The device's functionality was tested on the bench and on the automated test system. No anomaly was detected; the device met all specifications. The pli measurements were normal throughout testing. The cause of the high pli could not conclusively be determined.

Event description:
It was reported that the device was explanted when high impedance was observed for the second time after replacing the associated lead with the same issue.